Event description:
Reporter indicated that the pt experienced 2 seizure increases, above baseline, that were thought to be possibly related vns. The first increase was believed by the physician to be caused by a decrease in the pt's ketogenic diet or the adjustment of stimulation to rapid cycling. The second seizure increase led the treating physician to note that the taper of the ketogenic diet has increased the pt's seizures. He also believed that further adjustments of the vns have had no effect or possibly deleterious effect in seizure control. The physician reported that he hopes reprogramming the pt to parameters used previously will regain the degree of seizure control that the pt had at that time. The generator was later explanted due to end of service and returned to the MFR in 2003. An analysis was performed and no anomalies were found with the device's performance.